Manufacturer narrative:
D10 concomitant products: 444sp02012 12ch adt ty-care exel x10 - 444sp02012, lot# 21d1272fax 444sp02012 12ch adt ty-care exel x10 - 444sp02012, lot# 21d1272fax 444sp02012 12ch adt ty-care exel x10 - 444sp02012, lot# 21d1272fax, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the suction valve with the cap could not rotate properly. The customer complained a malfunction of the device, but the suction valve of the samples returned was not in its original condition and could not rotate properly. It was reported that the component was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opening the package and connecting the negative pressure suction line, the suction control valve could not be pressed. There was no patient involvement. Medtronic's initial evaluation of the incident device found a component damaged/torn.